Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted indentation between p2 and p3. The first clip delivery system (cds) was advanced to the mitral valve, and the clip was successfully deployed. Then when a second clip was being placed to further reduce mr, the first clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). The procedure continued with the second clip, and the clip was re-positioned and deployed to stabilize the slda and reduce mr. The physician stated that the slda was possibly caused due to pre-existing patient anatomy. Two clips were implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment could not be determined. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.